Manufacturer narrative:
Damaged firing mechanism. Eval summary: the device was returned with no visual non-conformances and without a reload on the device. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism. When it breaks, it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. While there is not enough evidence to conclude what caused the left side release button post to break, it is possible that the device was clamped over thicker tissue then indicated creating higher internal stresses, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a gastric sleeve procedure. The device had a premature lockout on two different cartridges. The device never functioned. Another device was used to complete the case. There was no adverse consequence to the pt.